Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400639103. No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: air in line alarms. Detailed inquiry description: community memorial hospital ventura has experienced a substantial amount of air in line alarms, many of them false in nature with no visible air in the tubing. These sets were saved by the hospital after incurring repeated air alarms on a patient and are now sitting in the biomed area. I think these sets were mixed up with other pir's previously filed, but not knowing which one went with which, I am filing a new pir so we can still get these sets sent in. No injury reported.